Manufacturer narrative:
Legal manufacturer: hcs (B)(4). Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit check valve was re-seated to resolve the reported issue.

Event description:
The hospital reported a leak in excess of 4.5lpm which could cause a loss of mechanical ventilation. There was no report of patient involvement.